Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Block h11: the returned trapezoid rx device was received for analysis. Visual examination determined that the side car rx was pushed back approximately 5.41 mm. In addition, the handle cannula was returned detached from the handle. Microscopic inspection of the handle revealed that the screws had insufficient engagement depth. Based on the available information and product evaluation, the reported event was confirmed. The side car rx push back is most likely due to excessive force applied to the thumb ring during stone crushing, which may cause the working length to retract and result in displacement of the side car rx, therefore, the most probable root cause of the event "side car rx torn" is adverse event related to procedure. The "handle cannula break" is considered a quality control deficiency. Microscopic inspection confirmed inadequate screw depth in the handle assembly. A related investigation was conducted, and corrective actions were implemented to prevent recurrence of this issue.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was unpacked for a cholelithotomy procedure on (B)(6) 2025. During preparation, the trapezoid rx was unpacked and found the handle cannula was fractured. Another trapezoid rx was used to complete the procedure. There were no patient complications and the patient's condition was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was unpacked for a cholelithotomy procedure on (B)(6) 2025. During preparation, the trapezoid rx was unpacked and found the handle cannula was fractured. Another trapezoid rx was used to complete the procedure. There were no patient complications and the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was unpacked for a cholelithotomy procedure on (B)(6) 2025. During preparation, the trapezoid rx was unpacked and found the handle cannula was fractured. Another trapezoid rx was used to complete the procedure. There were no patient complications and the patient's condition was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter first name) has been updated based on the additional information provided on (B)(6) 2025. Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.